Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the failure of the needle mechanism to properly deploy the cannula or to determine any root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 ml/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."

Event description:
The customer reported that her blood glucose levels kept rising and reached over 300 mg/dl. She also reported that no cannula was visible, and she didn't believe that the cannula ever inserted into her body.